Event description:
An implant card was received for the patient that indicated the reason for the lead and generator replacement was "kabelbrott", which translates to "cable-break" in english. The suspect product has not been received to date. No further relevant information has been received to date.